Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported hospitalization due to low blood glucose. The paramedics were called to the scene. The blood glucose reading was 48 mg/dl. At the time of the paramedics arrival, the blood glucose reading was in the 30 range. Customer was working in the hot weather. Customer was transported to the hospital. Nothing further reported.